Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, with a discrepancy greater than 30 units from what was anticipated. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in reloading the same cartridge and delivered a bolus, but the issue persisted. Ultimately, the caller was guided to load a new cartridge, receiving help with filling and loading it properly.